Event description:
During a ptca/stent procedure, after the stent was successfully deployed, the stent delivery system (sds) was being removed and resistance was encountered inside the guiding catheter. As the device was removed from the guiding catheter, it was noted that the shaft had separated just proximal to the balloon. The distal piece was located just distal to the rhv, and it was retrieved without any problem. No pt effects were reported.